Manufacturer narrative:
Due to no defects in defective sample was found, all reference samples within specification and no deviations in production documentation has been found - root cause cannot be identified. Lot number corrected to mr-19.

Manufacturer narrative:
The lot number and therefore also UDI is unknown but it is either: lot mr14 : UDI =(B)(4) or lot mr15 : UDI = (B)(4).

Event description:
According to the complaint, on (B)(6) 2022, when the operator tried to ventilate air from the sampler, the tip cap (vtc) got out of the sampler, and the blood inside the sampler spurted up to the ceiling. According to a radiometer service engineer who visited the hospital, the operator was trained, and this event occurred when the operator tried to ventilate air as usual (with the same force as usual). No one was exposed to the blood.